Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the swab being used in procedure caught on fire. Diathermy being used with coag set at fulgurate 80 watts. A spark from the tip of the pencil ignited the swab. There was no patient injury.